Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, while kneeling in the garden, patient felt a "pop' and has since been experiencing discomfort. Radiographs taken revealed the stem locking screw can be seen in the posterior aspect of the knee. A revision has not been scheduled at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Device is still implanted.

Manufacturer narrative:
This follow-up report is being filed to relay patient's date of birth, which was unknown at the time of the initial medwatch.